Manufacturer narrative:
Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank display. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing display window/cover, broken battery tube threads, cracked case-corner of belt clip rails, and pillowing keypad overlay. Blank display was confirmed during analysis due to broken battery tube thread. Cosmetic damage was confirmed located at the battery tube threads and corner of belt clip rails.

Event description:
Information received by medtronic indicated crack in the battery compartment. Customer stated that their was no physical damage to retainer ring. No harm requiring medical intervention was reported. The customer will discontinue use of the device.